Event description:
The pt presented with soft swelling in the chest. Fluid was drained from the swelling area through a needle puncture. Light yellowish fluid was observed. Fluid accumulation did not resolve despite repeated needle punctures on an outpatient basis. About 50mm (w) x 30mm (l) of the serum formation around the fep ringed axillobifemoral gore-tex vascular graft with removable rings graft was found in an area of the chest by means of CT scanning. It was judged that there was no sign of resolution in fluid accumulation. On reintervention, the part of the graft where serum leakage occurred in the chest, was explanted. Then, a partial replacement with a dacron vascular graft was performed. The pt made satisfactory progress and was discharged from the hospital about a week later.

Manufacturer narrative:
A review of the mfg paperwork is forthcoming.